Event description:
Regulatory agency reported "left capsulectomy and shell: 2 infra-millimetric focus suggestive of cd30+ anaplastic lymphoma with large cells on breast implants. Left axillary adenopathies: overall minimal focal lymphoma invasion (2n+). Periprosthetic fluid effusion. Intact periprosthetic fluid effusion prosthesis." This record relates to left side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Regulatory agency reported "left capsulectomy and shell: 2 infra-millimetric focus suggestive of cd30+ anaplastic lymphoma with large cells on breast implants. Left axillary adenopathies: overall minimal focal lymphoma invasion (2n+). Periprosthetic fluid effusion. Intact periprosthetic fluid effusion prosthesis." This record relates to left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h9.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b7, g.1.

Event description:
This report is for an allergan implant history device which was explanted before alcl was diagnosed.

Manufacturer narrative:
Additional, changed, and/or corrected data. Date of alcl diagnosis: on (B)(6) 2018.

Event description:
Regulatory agency reported "left capsulectomy and shell: 2 infra-millimetric focus suggestive of cd30+ anaplastic lymphoma with large cells on breast implants. Left axillary adenopathies: overall minimal focal lymphoma invasion (2n+). Periprosthetic fluid effusion. Intact periprosthetic fluid effusion prosthesis." This record relates to left side. Device has been explanted.

Manufacturer narrative:
The events of lymphoma-alcl, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "2 infra-millimetric focus suggestive of cd30+ anaplastic lymphoma with large cells on breast implants".

Event description:
Regulatory agency reported "left capsulectomy and shell: 2 infra-millimetric focus suggestive of cd30+ anaplastic lymphoma with large cells on breast implants. Left axillary adenopathies: overall minimal focal lymphoma invasion (2n+). Periprosthetic fluid effusion. Intact periprosthetic fluid effusion prosthesis." This record relates to left side. Device has been explanted.